Event description:
It was reported that the patient received several inappropriate shocks and was then seen at the hospital. The right ventricular (rv) lead was found to have high impedance, oversensing and a possible fracture. The patient underwent a lead revision. A complete exit block of the right ventricle was measured with full output of the device. Fluoroscopy showed a kink in the lead at the clavicle. It was also observed that rv lead pace/sense portion was not correctly inserted into the header. A correction of the lead into the header did not alleviate the oversensing. During the revision, cardioversion was necessary due to ventricular tachycardia (vt). The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Thirty seven non-sustained tachycardia and 44 ventricular fibrillation (vf) episodes of less than 220 milliseconds ventricle to ventricle cycle are recorded between (B)(6) 2013. Ninety nine hundred and forty (9940) of 11357 lifetime ventricular short interval counts occurred since (B)(6) 2013. The maximum ventricular pace impedance rises from an approximate baseline of 250 ohms to greater than 2500 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).